Manufacturer narrative:
As received, a complete lead was returned in one piece for evaluation. The guidewire insertion test could not be performed due to the as received condition of the inner coil. The reported event of was isolated to damaged inner coil consistent with procedural damage.

Event description:
During implant procedure, the guidewire was unable to advance through the left ventricular (lv) lead. The event was resolved by explanting and replacing the lv lead. The patient was stable.